Event description:
During follow-up, noise resulting in oversensing was observed on the right atrial (ra) and right ventricular (rv) leads. The physician also alleged a pacemaker header problem, although it was not confirmed. Session records were requested but were not available. The event was resolved by explanting and replacing the pacemaker, ra lead and rv lead. The patient was in stable condition.